Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an explant procedure on the day prior to the report the lead fractured and broke off. The lead was damaged during the explant procedure. The doctor left the lead fragment in the patient. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products product ID: 3093-28, lot# v199167, implanted: (B)(6)2009, product type: lead. (B)(4).